Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a diabetes educator that the customer experienced low blood glucose with unknown blood glucose levels at the time of the incidents. The customer used food to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer believes the pump was over delivering due to frequent lows. Troubleshooting was completed but did not resolve the issue. The reservoir will not be returned for analysis.